Event description:
The reported problem occurred at the beginning of the procedure. There was a delay in procedure of 1 hour due to the issue. The procedure was completed using different equipment. No details are available on the devices used to complete procedure. There was no patient harm or injury associated with the event. The error codes generated when the problem occurred were e211, e212, e216 and b30.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5, e2 and e3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not caused by the scope, but by the cv-190 or clv-190. Based on the results of the legal manufacturer's investigation, the device was manufactured more than 7 years ago. It is likely that repeated use of the scope for a long period of time resulted in deterioration of the electrical contact around the connectors, or that the device was connected without the user sufficiently drying the electrical contact of the video connectors. It is also likely that the communication of the control signal between the scope and the processor became unstable, and the scope communication error b30 occurred, causing an unstable connection and lead to the image not being displayed. Drying of the electrical contact points is described below in the instructions for use, which could prevent the phenomenon: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear".

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the errors b30, e211, e212, and e21 were generated and no live image was observed. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.